Event description:
Pt came in for a routine follow-up. The nurse could not interrogate the pacemaker with either programmer. Magnet rate showed 5 beats at 90, a pause of about 1500msec, and then more pacing at 90. Nurse could not tell if there was a noncapturing stimulus during the pause. Use of the "sf3" set gain function returned "no signal" repeatedly with both programmers.

Manufacturer narrative:
The observed no communication condition was the result of a "shorted" diode in the telemetry output circuitry. The device was subject to battery analysis and found to be expired-normal.